Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was relocated. No device malfunction suspected and the patient was reportedly doing well postoperatively.